Event description:
It was reported per medwatch mw5109982 that a patient experienced sensitivity to the adhesive the patient reported that they are managing with an allergy medication and reported that she would also try a skin barrier wipe.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient / consumer. UDI is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).